Event description:
This procedure was performed in a foreign country in the sfa: the patient was included in the study in 2006. An everflex protege in the sfa was used. On may 11 2007, study physician received the information that the stent was bypassed on may 15, 2007. The patient was examined by the durability investigator: the duplex ultrasound showed the stent is open without signs of relevant stenosis. According to the physician, there appears to be a stent fracture (date unknown) visible on x-ray (however not yet confirmed by the core lab). The patient also has a bypass in the same leg (running parallel to the stent). Physician does not fully understand why he received this bypass. The patient has had a wound lesion at the right foot. His primary physician sent him for mr-angio to another hospital. The radiologist in this hospital referred him to a vascular surgeon who performed bypass surgery.